Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated, she was hospitalized for high blood glucose and the reading was 18 mmol/l. Troubleshooting was performed and the insulin pump passed the prime test. The customer did not have the tubing clamp to perform the high pressure test. The customer also stated there was a crack on the reservoir window.